Event description:
An event involving a 22 cm (8.5") ext set w/0.2 micron filter, clamp, rotating luer experienced leakage. The reporter stated, ¿the solution leaked from the air vent.¿ the event occurred during infusion of taxol medication. There was concomitant drug with no concomitant device involved. There was no bleedback, with chemo, no biohazard and unknown user facility medwatch. Device was not reprocessed/resterilized. The samples are available for return through clinical contact. Quantity affected is 2. Sample photo is not available. There was patient involvement, no adverse event/ patient harm and no delay in critical therapy. Pjrosauro (B)(6) 2024.

Manufacturer narrative:
Email and name was not provided for the initial complainant. ICU medical received the complaint from the following: (B)(6). The lot number is unknown, resulting in an unknown manufacturing and expiration date.

Manufacturer narrative:
Received two (2) used. List #011-c32029, 22 cm (8.5") ext sets one of which was attached to a syringe. As received the filter vents of both sets appeared to be wetted out with prior infusate. Each set was leak tested per specification and leakage was found from the filter vents of both sets. The reported complaint of leakage from the air vents can be confirmed. The probable cause is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use.